Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that a patient presented to the hospital after complaining of heart racing. Analysis of stored episodes determined that the device was undersensing atrial activity while the patient was in a ventricular undersensing were also noted. The patient was cardioverted successfully. The device was reprogrammed to address atrial undersensing and remains implanted.